Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported issue drawer is not opening was confirmed during fse (field service engineer) testing and subsequently validated in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order: (B)(4), the fse reported that replaced drawer control board and retractor band on main fh drawer 6. Dchu visual inspection: p/n: 353844-01. A detailed examination under a microscope was performed to visualize the black marks of the part received, which indicates thermal damage. P/n: 151622-01. The part received showed no signs of physical damage, loose components, fluid ingress or missing components dchu laboratory testing: p/n: 353844-01no further test was required due to thermal damage observed in the visual inspection. P/n: 151622-01: passed successfully the dmm and hta testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint drawer is not opening was a crossed continuity between adjacent copper strands in the assy retractor dwr hh cubie (p/n: 353844-01), which led to thermal damage not associated with any specific component and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the assy retractor drawer half height cubie. There were no delay, no adverse events or injuries reported based on this event.